Event description:
It was reported that while using panel phoenix nmic/ID-307, e. Coli misidentified as shigella. No patient impact reported. The following information was provided by the initial reporter: "e. Coli misidentified as shigella."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-august -15. H.6 investigation summary this complaint is not confirmed. This complaint is for misidentification of escherichia coli as shigella when using phoenix panel nmic/ID-307 (449289) batch number 3010436. The customer did not provide panels or phoenix generated lab reports but provided an isolate for the investigation. The customer's isolate was deemed contaminated, and not used in complaint investigation. To investigate, one retention sample each from the complaint batch was inoculated with in house isolates e. Coli enf 18540, enf 18541, and enf 18542 then placed in a phoenix m50 for identification results. Next, one retention sample from the complaint batch was inoculated with qc isolate e. Coli a25922 then placed in a phoenix m50 for identification results. For a total of four panels. All four panels identified the isolate as e. Coli, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A review of complaints revealed three other complaints on this batch, associated with this defect but unconfirmed. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307, e. Coli misidentified as shigella. No patient impact reported. The following information was provided by the initial reporter: "e. Coli misidentified as shigella."